Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged when slitting the catheter. The physician replaced the catheter and implanted the lead successfully. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.